Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 20 mg/dl with symptoms of confusion and cognitive impairment. The patient was taken to a hospital by an ambulance, but refused to be admitted. The patient as miscounting carbohydrates, had a change in nutrition, had a severe recent hypoglycemia. The patient was also overriding the recommended dosage and had remained attached while performing the prime step. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event as a result of use error.